Event description:
It was reported that the mdu hand control shaver cord got hot and the device quit working during a procedure. A delay of 30-60 minutes was reported. A backup device was used to complete the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. Complaint of motor stall and shaver cord overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product. Motor stall and overheating of power cord did not occur during functional testing. All functions performed as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.